Manufacturer narrative:
(B)(4). The field service representative (fsr) went on-site on evaluate the suspect device. The fsr determined the most likely cause of the reported event is the rocker power switch component. After replacing the power switch, the issue was resolved. The fsr performed the operational verification procedure and reported the unit passed all testing and runs according to manufacturer setup.

Event description:
The customer reported while using the vela ventilator; the unit is shutting off and on. The issue occurred during patient use; the customer reported the ventilator was changed out. The customer reported there is no patient consequence associated with the event.